Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received.: a review of the device history records was performed and revealed that this article was manufactured by orchid unique manufactured the cannulated connecting screw, part #03.010.146, and lot #u109824 on po #(B)(4), for (B)(4) pieces and for (B)(4) pieces (total (B)(4) pieces) delivered (B)(4) 2009. Initially, the part conformed to the supplier¿s certificate of conformance, dated september 1, 2009 and synthes final inspection sheet #(B)(4), revision ¿a¿. The parts were released to the warehouse on (B)(4) 2009. There were no material review reports, nonconformance reports, or complaint related issues with this lot. The cannulated connecting screw was made to the synthes drawing p/n 03.010.146, revision ¿c¿, released on april 6, 2009. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery the wires used as percutaneous aiming instruments in the lateral entry femoral nail procedure did not pass through the nail as they should have. There was a 20-25 minute delay in surgery. Subsequently, the surgeon changed his locking option; rather than using the recon option as originally intended he used a transverse locking option. The patient outcome was reported a "fine" and the surgery was successfully completed. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Additional manufacturing dates: february 18, 2011 and may 5, 2011. Updated device history record review was completed: orchid unique manufactured the cannulated connecting screw, part 03.010.146, and lot u128864. Initially, the part conformed to the supplier¿s certificate of conformance and synthes final inspection sheet. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The product evaluation shows, 03.010.146 lot number u128864 cannulated connecting screw, with internal thread, for percutaneous insertion handle was received intact. 03.010.046 percutaneous insertion handle, 03.010.048 recon locking aiming arm, and 03.010.146 cannulated connecting screw, with internal thread, for percutaneous insertion handle are instruments which are used in the titanium cannulated lateral entry femoral recon nail expert nailing system technique guide. The returned 03.010.146 cannulated connecting screw, with internal thread, for percutaneous insertion handle shows only very mild wear with slight deformation of the proximal threading. The drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No product issue was identified in the complaint description or noted upon examination. The returned 03.010.046 percutaneous insertion handle shows moderate wear with several scrape marks and a few hammer marks, particularly along the proximal end of the nail insertion side of the device. The device was returned and reported that the guide wires inserted through the locking holes of the adjoined recon locking aiming arm would not pass through the nail locking holes. This condition is unconfirmed; the returned devices were assembled and tested with 03.010.075 (lot number 067510) 11.5mm/8.5mm protection sleeve and 03.010.076 (lot number 066895) 8.5mm/3.2mm wire guide test samples which were able to properly target a 04.003.976 (lot number 5529098) titanium cannulated lateral entry femoral recon nail sample. It is likely that soft tissue obstructed the guide wire¿s trajectory leading to the complaint condition. The guide wire may also have become jammed in the wire guide. The drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The returned 03.010.048 recon locking aiming arm is in fair condition showing moderate wear with several marks along the edges. The device was returned and reported that the guide wires inserted through the locking holes of the handle would not pass through the nail locking holes. It is likely that a soft tissue obstruction or the devices becoming jammed led to this unconfirmed complaint for the 03.010.046 percutaneous insertion handle and 03.010.048 recon locking aiming arm; however, this complaint is not a result of any design related deficiency. No product issue was identified in the complaint or noted upon examination of the returned 03.010.146 cannulated connecting screw, with internal thread, for percutaneous insertion handle. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.